Event description:
Cause remains unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc product type accessory h3: product ID# b3300542m s/n:(B)(6) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID# neu_stylet_acc the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead was in the process of being implanted for stage one procedure, the lead was inserted into the patient and impedances were being checked, all impedances were high upon initial check. (Over 40,000/in the red zone.) Lead was taken out of box and put on the surgery field in the usual fashion. Lead was measured as per usual and inserted as per usual. Surgical team reported that nothing out of the ordinary occurred. Impedances continued to run high on all contacts. In the red zone, upon multiple checks. Prior to replacing the lead, which was already inserted into the patient¿s brain. The test cable was replaced, and the test cable was removed and re-inserted multiple times to ensure that it was completely attached to the lead appropriately. The stylet was also verified to be fully inserted into the lead. The lead that was reporting the abnormal high impedances on all contacts was finally removed from the patient and a new lead was implanted and checked. The new lead functioned appropriately with all impedances being normal on the lead. Lead to be returned for further analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.